Event description:
It was reported that while the patient would charge the implantable pulse generator ipg they felt heat and discomfort and pain. The physician reviewed x-rays and determined that the ipg was now very superficial and is the cause for the patient's reported issues. The patient underwent a revision procedure where the physician planned to re-position the existing ipg however the physician then decided to replace the ipg with an MRI compatible ipg. Post operatively, the patient was doing well.

Event description:
It was reported that while the patient would charge the implantable pulse generator ipg they felt heat and discomfort and pain. The physician reviewed x-rays and determined that the ipg was now very superficial and is the cause for the patient's reported issues. The patient underwent a revision procedure where the physician planned to re-position the existing ipg however the physician then decided to replace the ipg with an MRI compatible ipg. Post operatively, the patient was doing well.